Manufacturer narrative:
The lens remains implanted. However, an explant of the iol is planned. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient was implanted with a zxr00 in both eyes. However, for the left eye, the patient feels pain and uncomfortable. It was reported that the picture size on her left eye is bigger than the right eye. The patient bilateral visual acuity (va) is 20/20 for distance and 20/30 for near. Patient's va is 20/40 on her left eye. Patient came in for consultation to discuss the possibility of explanting the iol from her left eye. During the examination the physician discovered that the surface inside of the first inner ring has roughness and many rings inside when compared with the symphony surface on the right eye. The physician suspects that the iol surface in the left eye is abnormal and plans to explant the lens.

Manufacturer narrative:
Additional information: through follow-up it was learned that the physician performed the explant of the lens on (B)(6) 2017. The lens was replaced with another symfony iol with 11.0 diopter. The surgery went well. No further information was provided. If explanted, give date: (B)(6) 2017. Device evaluation the device was not returned to the manufacturer for evaluation. However, photos were available for evaluation. The photos were assessed however the reviewer commented it is hard for us to assess pictures for cosmetic acceptance because when we assess cosmetics in the manufacturing environment, assessment is done under very specific lighting conditions and angles. Because of this fact, we are not really able to determine if these lenses have cosmetic anomaly that would have been seen in the manufacturing environment based on the pictures. Actual device evaluation could not be performed as device was not returned, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/05/2017. Device returned to manufacturer ¿ yes. The device was returned to the manufacturer. The product was inspected using a 12x magnification and it can be seen that there are lathe lines in the center of the optic and that they are within cosmetic specification. All pertinent information available to the manufacturer has been submitted.